Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the customer replaced the chloride electrode. Eight hours after replacing the chloride electrode, the customer ran quality controls, which were out of specification. The ccc instructed the customer to replace the chloride electrode and perform calibrations. The cause of the discordant chloride results is due to the chloride electrode. The customer successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low chloride results were obtained on multiple patient samples on an advia 1800 instrument. The discordant chloride results were reported to the physician(s). The samples were repeated on an alternate system. The corrected chloride results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant chloride results.